Event description:
Medtronic received information regarding a navigation system being used intraoperatively during a procedure. It was reported that during a case, the site was unable to see the non-invasive patient tracker (nipt) in the tracking view. The site tried multiple different nipts from the same lot and they all experienced the same symptom. Technical services (ts) had the site verify that the emitter was on and making a chirping noise. Ts had the site confirm that they were able to see an ent instrument in the tracking view. Ts had the site try to plug the nipt into the known working port that the instrument was plugged into. The issue persisted. The site was finally able to proceed with a new nipt from a different lot. There were 3 out of box failures. The length of surgical delay and impact on the patient outcome was pending.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.